Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was becoming un responsive frequently. The clinical specialist (cs) was in front of the unit and it exited while on the exam load screen. When it exited, it was unresponsive on a black loading screen. He had to hard shutdown to reboot. When he tried to enter the application again, it became stuck on a black screen. There was no patient present.

Manufacturer narrative:
Computer 9735225 rollingstone s7, lot # 1834785. The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no failure found with the computer. If information is provided in the future, a supplemental report will be issued.